Event description:
Pt has been receiving erratic blood glucose results (50 mg/dl - 400 mg/dl), while using the suspect device. Pt reportedly obtained a different blood glucose monitor and performed back-to-back tests; the suspect device measured 261 mg/dl and the other blood glucose monitor measured 200 mg/dl. No additional blood glucose values were provided. Reporter also noted that pt was recently hospitalized for 2 days, where he was treated with intravenous fluids (contents not provided). Reporter indicated that she believes that the device results may have contributed to the pt's hospitalization. Reporter refused to provide any additional info about the pt's diagnosis or treatment. Technical support subsequently contacted the pt's spouse and was advised that the pt's blood glucose was likely tested while hospitalized; however, pt's spouse did not know any of the results. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.